Event description:
On (B)(6) 2004, I had a ventral hernia repair using a mesh surgi-pro 6x6 (B)(4) with bard composix mesh 18x15 cm oval. Then, on (B)(6) 2011, I had emergency surgery to repair hernia again. The doctor said it was really infected. I also had a fallopian tube removed. The doctor said he was not sure if the hernia infection infected the fallopian too or not. I missed 7 weeks of work because of the second surgery and a lot of pain since I got infection and had a wound vac on for 6 weeks.